Event description:
It was reported via repair work order that the foot end brakes would not engage due to a missing clevis pin that connects the brake rod to the brake rod drive link. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.